Event description:
It was reported that the insulin pump alarmed, indicating a compromised force sensor system during the manual prime process. The blood glucose reading was unknown. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A compromised force sensor system alarm occurred during the prime test at 4 pounds due to a faulty force sensor resistor. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratched liquid crystal display window, scratched reservoir tube window, case cracked at the reservoir tube window corner, cracked reservoir tube window, and cracked case at the reservoir tube window corner.